Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation did not identify a product problem based on the provided information. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the customer's cobas 8000 cobas c 502 module is (B)(6). The field service engineer inspected the module and could not duplicate the event. He verified the module's performance by successful baseline checks and qc. The investigation is ongoing.

Event description:
The initial reporter received a questionable tina-quant hba1c gen. 3 result from one patient sample tested on the cobas 8000 cobas c 502 module. The initial result of the initial patient sample was 12.4%. Or 12% the repeat result of the initial patient sample was 6.04% or 6%. The result of a new patient sample was 6%. The physician questioned the initial result as it did not match the patient's clinical picture, prompting the initial patient sample to be rerun. The repeat result was deemed correct.